Event description:
Boston scientific crm received information that this lead exhibited high thresholds and rising impedance measurements. A chest x ray was taken to asses lead integrity and what appears to be a conductor fracture near the patients subclavian vein was noted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Additional information became available that this previously abandoned lead, had been explanted.